Event description:
The patient was undergoing elective surgery for an abdominal aortic aneurysm. The anesthesiologist determined there was a massive pulmonary embolism, the patient was coded. The defibrillator charded up properly but failed to staff reviewed the case on 10-21-1993 and determined the defibrillator failure did not contribute to the cause of death, no autopsy was necessary due to the known disease.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.